Event description:
The customer reported -air source fault (4010).the unit was not in clinical use at the time, no patient user involvement.

Manufacturer narrative:
This moog blower assembly was tested and no failures were identified.